Event description:
Low impedance warning was tripped for the ventricular lead. Chronic trend has not measured an impedance less than 200 ohms since implant. Decision was made to keep using the lead and the lead will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.